Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed that the valve was protruding into the atrium and interfered with the anterior mitral valve. The patient was discharged home in hopes that the valve position would correct itself. Three days after implant, discomfort was reported and the patient was admitted. Subsequently, the valve was explanted, the natural remains of the aortic valve were excised and a tissue valve was successfully implanted. No additional adverse patient effects were reported.